Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information has been provided to date.

Event description:
It was reported that the device failed the accuracy test by plus 9.35%. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. The customer stated problem was duplicated. Running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. Found fluid ingression on the pump by the chassis base of the expulsor, which damaged the expulsor gasket causing inconsistent delivery issue. Replaced expulsor assembly. The cause of the reported problem could not be determined. Product is beyond 5 years from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR (device history review) was not performed. A service history review identified this device has not been in for service in the previous 4 years and there was no indication of a service issue during the investigation., corrected data: d4: correction: model number: 6400.